Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer was treated with a manual injection. Customer's blood glucose value was 269 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. Customer declined to check their settings. The nurse indicated that the customer's doctor would like the pump replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and stained end cap sticker. Also, with minor scratched display window and case.